Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. The customer stated that the pump was charged for approximately 1 day. Tandem technical support instructed the customer to unplug the pump and plug it back in to initiate the boot sequence multiple times; customer stated pump still did not work. Customer tried another power source; however, the issue was still not resolved. The customer was not yet using the pump for insulin therapy at the time of the report and confirmed that an alternate method of insulin therapy was available. Customer's blood glucose level was not impacted.